Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a cut in the black I-beam tubing at pinch valve pv42. Pv42 is the probe clean pinch valve which opens the path for pressurized diluent or cleaning agent to the aspirator tip. He replaced the tubing at pv42 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as 5 cc of blue liquid that leaked from the back of the main dilutor panel. The customer could not identify the source of the leak. The leak was contained in the instrument. The customer was running samples when the leak was identified. There were no instrument generated error messages or alarms. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.